Manufacturer narrative:
The field complaint of unit not being able to be powered on due to the melted plastic of the ac power adapter was verified. The visual inspection revealed a missing plug adapter from the ac power adapter; however, it was confirmed that the outer casing of the ac power adapter was melted. No burn damage was noted on the main pcb or inner casing. The visual inspection revealed no burn damage to the transmitter and its' main pcb or inner housing. Tested unit with working ac power adapter and unit successfully powered on indicating that a high current flow through the ac wall power outlet could have damaged the outside of the ac power adapter.

Event description:
It was reported that from a non-clinical environment, the transmitter's prongs and connector were melted. The transmitter was replaced. No patient condition was reported.